Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on both pump exhaust tubes. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tubes of both cylinders. These were not sites of leakage. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the inlet tube of pump to separate the inlet tubing near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the inflatable penile prosthesis was implanted approximately 11 years ago and removed/replaced on (B)(6) 2021 due to the silver tubing near the pump was frayed, possible cylinder aneurysm.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the silver tubing near the pump is frayed, possible cylinder anurisiua no other adverse patient effects were reported.